Manufacturer narrative:
Batch review performed on 23 april 2018 lot 162189: (B)(4) items manufactured and released on 30 may 2016. Expiration date: 2021-05-19. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of instability 1 year and 6 months after primary. The surgeon determined the tibia was loose. The surgeon revised the insert and tibia. The surgery was completed successfully.